Event description:
It was reported during remote follow up that the right ventricular lead exhibited inappropriate shock due to out-of-range defibrillation impedance. No intervention was reported. The patient was stable.

Manufacturer narrative:
The reported event of ¿inappropriate therapy due to hv lead impedance being out of range¿ was confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the right ventricular cable lumen at the proximal region with both right ventricular cables were abraded/separated in this location. Lead impedance test could not be performed due to as received condition of the lead. The cause of the reported event was isolated to the external insulation abrasion abrading/separating both right ventricular cables consistent with friction to the device can.

Event description:
New information received notes that the lead was explanted and successfully replaced.